Manufacturer narrative:
Further investigation showed that the original pack of reagent was the cause of the elevated patient results. The reagent pack in question also gave elevated qc results. Once a new kit of reagent was installed correct patient results were obtained along with acceptable calibration and qc. Updated to "yes" for initial reporter sent report to FDA. Uf/importer report # (B)(4). Other relevant history updated to reflect patient information supplied in medwatch submitted by customer. Patient #1 "records show that patient with pmh of venous thromboemlolism presented to ed with complaint of chest pain. Patient was given one dose of nitro." Patient #2 "notes indicate that patient presented in ed with worsening dysphagia." Patient #3 patient was being evaluated in the emergency department. "Records indicate ckd, chf cad status post mi and possible pci in 2010. Patient #4 "records indicated: patient with history of hypertension, hperlipidemia, and prior cva, now presenting with chest pain. Updated to reflect troponin t reagent information. Unique identifier (UDI)# (B)(4).

Manufacturer narrative:
When the customer was contacted for case closure and provided the summary explanation that the reagent was the issue, they did not accept this explanation. The customer stated they placed the same reagent pack that was believed to be at fault back on the analyzer and obtained acceptable calibration, qc, and precision testing.

Manufacturer narrative:
The root cause could not be found. The calibration signal levels have dropped over a period of time, but this drop is exhibited over several kits. An instrument issue and a reagent issue can not be excluded. The customer has had no more problems to report.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable elecsys troponin t stat assay (tntstat) results for 5 patient samples. Patient #1 initial tntstat result was 0.105 ng/ml accompanied by a data flag. The initial result was reported outside of the laboratory. The repeat result was < 0.010 ngml. Patient #2 initial tntstat result was 0.133 ng/ml accompanied by a data flag. The initial result was reported outside of the laboratory. The repeat result was 0.013 ngml. Patient #2 is a (B)(6) year old male. Patient #3 initial tntstat result was 0.158 ng/ml accompanied by a data flag. The initial result was reported outside of the laboratory. The repeat result was 0.042 ngml. Patient #3 is a (B)(6) year old male. Patient #4 initial tntstat result was 0.104 ng/ml accompanied by a data flag. The initial result was reported outside of the laboratory. The repeat result was < 0.010 ngml. Patient #4 is a (B)(6) year old male. Patient #5 initial tntstat result was 0.130 ng/ml accompanied by a data flag. The initial result was reported outside of the laboratory. The repeat result was 0.019 ngml. Patient #5 is a (B)(6) year old male. A new reagent pack was loaded following the initial questionable results. Calibration and qc were performed before the repeat testing was performed. The repeat results were deemed to be correct. The patients were not adversely affected. The tntstat reagent lot was 24466401 with an expiration date of 30-jun-2018. The field engineering specialist found that a blank cell reading was out of range. He adjusted the photomultiplier tube high voltage. He performed assay performance checks which passed. Tntstat was calibrated and a precision run performed all which were acceptable.